Event description:
A zoll patient service rep (psr) contacted zoll customer support while fitting a (B)(6) male patient to report an inability to baseline the patient. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon evaluation the trunk cable to distribution node (dn) and the rear therapy electrode to dn pulse wires had cold solder joints in the distribution node. The cause for the inability to baseline was the cold solder joints. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the cold solder joints. The patient received a replacement electrode belt.